Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy triggered ventricular tachycardia (vt) post-operatively in the patient. The implantable pulse generator (ipg) was reprogrammed, atp therapies were disabled and the device remains in use. No further patient complications have been reported as a result of this event.